Manufacturer narrative:
(B)(4). The safety and effectiveness of the prostar xl devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. (B)(4) - improper or incorrect procedure or method/against resistance. Do not advance or withdraw the prostar xl device against resistance until the cause of that resistance has been determined. Advancing or withdrawing the prostar xl device against resistance may cause the device to break. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in the mildly calcified common femoral artery using the preclose technique prior to an abdominal aortic aneurysm procedure using the prostar xl device. Reportedly, when the needles were pulled out from the artery, only three (of 4) needles could be collected from the proximal end of the prostar xl device. The needles could not be retrieved back into the shaft. The sutures were cut from the three needles; the needles could then be retracted and the device was pulled out with force. The missing needle was found stuck in the device, by the end with the suture connected inside the shaft. The puncture site was closed with one suture from the prostar xl device and manual arterial compression. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar device and established in the perclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned condition confirmed the reported failure to deploy the needles. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there is no indication of a product quality deficiency. The instructions for use under the precautions section, states: do not advance or withdraw the prostar xl device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the prostar xl pvs device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair.

Event description:
Subsequent to initial medwatch report additional information received: the device didn't come out smoothly and was pulled out with force.